Manufacturer narrative:
(B)(4). The covidien support engineer (se) verified the malfunction. The se inspected the device and replaced the safety valve. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Information was received where an 840 ventilator had a safety valve occlusion alarm. The ventilator was not in use on a patient at the time the malfunction occurred.